Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-8336-50, serial number: (B)(6), batch/lot number: 7086636, model/catalog description: coveredge 32 surgical lead kit 50 cm, unique identifier (UDI)#: (B)(4). Block b3: exact date unknown, event occurred in july 2025 prior to the date the manufacturer became aware.

Event description:
It was reported that the patient did not get the relief and the implantable pulse generator (ipg) was in a location that was uncomfortable. The patient underwent a spinal cord stimulator (scs) explant procedure, was doing well postoperatively and the explanted devices were kept by the facility.